Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance is within range but has shown an abrupt decrease from around 480 ohms to 350 ohms in early (B)(6) 2018 and then in march decreased around 250 ohms before gradually increasing up around 300 ohms. The threshold measurements also gradually rose in early (B)(6) and (B)(6). The patient reported falling at the end of (B)(6). Isometrics and pocket manipulation did not show any noise and an x-ray did not indicate a conductor issue or a major dislodgement. Boston scientific technical services (ts) could not rule out a microdislodgement vs. Patient condition. The patient is not pacemaker dependent. Ts recommended a lead revision to improve sensing and threshold values.